Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a seizure that was much stronger than normal. The patient went to the emergency room in relation to the strong seizure. The ER staff indicated that the patient's sodium levels were low, which may have contributed to the seizure. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Follow up communication with the treating physician's office confirmed they saw the patient since the reported seizure. No vns diagnostics or settings were apparent from the appointment notes, although the clinic notes from the visit did mention the patient's vns was checked. The physician's official ruling on the trigger for the patient's seizure was hyponatremia. There was no suspicion it was related to vns in some way, and no interventions had been taken. No additional pertinent information has been received to date.